Manufacturer narrative:
Merge healthcare technical support worked with the customer to ensure that their system was configured to recognize merge eye station files & captured images as safe files from an anti-virus/security standpoint. The customer's operating system with (B)(4)security essentials did not have the necessary configuration to exclude merge eye station files from anti-virus scans & deletions. The antivirus exclusions list was uploaded to the customer's capture station. There have been no further reports of issues and the issue has been resolved.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On (B)(6) 2017, merge healthcare received information from an account regarding lost images. The account indicated that images were lost. When questioned if the images were permanently lost, the account indicated the images were permanently unavailable to the account. The patient had to be brought in on another day for retesting. Support found the cause of the issue to be that the client did not have exclusions set up in their anti-virus to prevent real time scanning of the folder where images are captured live. They gave a list of folders to exclude to the client's it group who put them into place. This issue is being reported due to the potential for harm related to the inability of the eye care professional to obtain the necessary information for procedures, in a timely manner. No patient harm occurred as a result of this issue. (B)(4).